Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's manufacturing representative (rep) told the patient that 5 other patients have been shocked by a (B)(6) metal detector. The patient did not have any additional information regarding this no further complications were reported. No patient symptoms were reported.